Manufacturer narrative:
There is an instruction that states: "burns can occur regardless of control setting, check skin under pad frequently" - consumer failed to perform that instruction.

Event description:
This report was received on 25-sep-2023 regarding a male consumer (age not provided) in association with the calming heat weighted heating pad. On an unspecified date, the consumer used a calming heat weighted heating pad. After staring the product, the consumer experienced two incidents that he felt burning on his back. On an unspecified date, the consumer noted he experienced a second degree burn and went to urgent care. No additional information was provided.